Event description:
It was reported to philips that the device has broken battery pca pins. There was no reported patient involvement.

Manufacturer narrative:
One battery pca was returned for failure analysis. The reported problem was verified/duplicated during lab tests. The failure was localized to physical damage to j1 pin 8. The available information is consistent with a malfunction of the battery pca. The cause was physical damage to j1 pin 8.